Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range impedance measurements and loss of capture (loc). An x-ray confirmed that the lead had migrated. The lead was electrically abandoned but remains implanted. No additional adverse patient effects were reported.